Event description:
Pt with history of breast cancer. To operating room for flexible bronchoscopy, right thoroscope was inserted into thoraport and pleural cavity was inspected. Stapler was applied three times. On the fourth application stapler malfunctioned in that it did not not staple the lung. It was decided to make a mini thoracotomy by joining the two anterior thoraports and entering the pleural cavity thru five interspace. The edge of the lung was grasped and the resection was completed. The area of cut and non stapled lung was oversewn with 4.0 proline suture. The lung was made to expand and no air leak noted. Pt tolerated procedure well.